Event description:
Boston scientific received information that this pacemaker was implanted in (B)(6) 2003. At the previous follow up visit on (B)(6) 2011 the device had exhibited a remaining longevity of 1.5 years. A that time, the auto-capture feature was programmed on. At the most recent follow up visit on (B)(6) 2011 the device had declared end of life (eol) on (B)(6) 2011. Rapid, premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.